Event description:
Information received from the (B)(4) study indicated that a patient experienced a coronary artery dissection after having a coronary artery stent implanted; and presented with an mi approximately 33 months post index procedure. The patient's medical history is significant for angina, family history of coronary artery disease, hyperlipidemia, diabetes, and renal cancer. The target lesion was the distal circumflex. The lesion was described as de novo, 2.75mm in diameter with a lesion length of 20mm and 80% stenosed. The lesion was pre-dilated followed by the implant of a 2.75mm x 23mm cypher stent at 14atms. The stent was then post-dilated with a 3mm x9mm balloon at 15atms. A dissection occurred during the procedure and was treated with the implant of a 2.50mm x 8mm cypher stent at 24atms proximal to and overlapping the initial stent. The stent was then post-dilated with a 3 x 9 balloon at 24atm. The patient was discharged the following day. Approximately 33 months post index procedure, the patient experienced an mi. It was further explained as "s/p des to ostial cx anomalous from rca." The patient underwent ptca. The lesion was located at the ostium of the proximal cx and was not a target lesion; however the distance between new lesion and study stents is unknown. The event resolved without sequelae and was not related to the study stent, drug, or procedure in an investigator's opinion.

Manufacturer narrative:
Concomitant medications included bivalirudin, plavix, famotidine, furosemide, gemfibrozil, heparin, metformin, niaspan, pravastatin, rosuvastatin, and tricor. Information received from the (B)(4) study indicated that a patient experienced a coronary artery dissection after having a coronary artery stent implanted; and presented with an mi approximately 33 months post index procedure. The patient's medical history is significant for angina, family history of coronary artery disease, hyperlipidemia, diabetes, and renal cancer. The target lesion was the distal circumflex. The lesion was described as de novo, 2.75mm in diameter with a lesion length of 20mm and 80% stenosed. The lesion was pre-dilated followed by the implant of a 2.75mm x 23mm cypher stent at 14atms. The stent was then post-dilated with a 3mm x9mm balloon at 15atms. A dissection occurred during the procedure and was treated with the implant of a 2.50mm x 8mm cypher stent at 24atms proximal to and overlapping the initial stent. The stent was then post-dilated with a 3 x 9 balloon at 24atm. The patient was discharged the following day. Approximately 33 months post index procedure, the patient experienced an mi. It was further explained as "s/p des to ostial cx anomalous from rca". The patient underwent ptca. The lesion was located at the ostium of the proximal cx and was not a target lesion; however the distance between new lesion and study stents is unknown. The event resolved without sequelae and was not related to the study stent, drug, or procedure in an investigator¿s opinion. The study stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15111508 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Dissections are a known potential adverse event associated with coronary stenting. The IFU cautions that implanting a stent may lead to a dissection of the vessel distal and/or proximal to the stented portion. Review of the information provided suggests that the event is related to the inherent risk of the procedure. There is no indication that there is a design or manufacturing related issue therefore no corrective action is required. Myocardial infarction is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2010-00201 and 3003742446-2013-00057.

Manufacturer narrative:
The adjudication minutes received agree with the previous diagnosis of myocardial infarction and coronary artery restenosis occurring approximately 33 months post index procedure. The adjudication minutes also agree that a late stent thrombosis occurred as defined by study protocol, related to the cypher stents. The patient underwent the index procedure with placement of two overlapping study stents in the distal cx followed by post-stent balloon angioplasty. The second stent was placed to cover the edge dissection. Approximately 33 months later the patient presented with chest pain, 8/10 in severity causing difficulty taking a deep breath and associated with nausea and diaphoresis. Chest pain was of sudden onset with duration of one hour. After receiving asa, beta-blockers, ntg, and tnk therapy on, there was gradual resolution of pain from 8/10 to 2-3/10. Per cardiology note the patient had an st elevation mi with status post tnk therapy. The plan was to continue heparin, stop ntg, as there was no angina at that time, and to perform emergent coronary angiography in the morning. Repeat angiography the next day revealed a 70% ostial stenosis of the anomalous left cx originating from the right coronary cusp reported by the site. The angiographic core lab reported a 57% focal margin in-stent restenosis with no thrombus and timi 3 flow with a comment of target lesion revascularization. On the same date the patient underwent successful treatment of the lesion in the ostial cx with placement of a drug-eluting stent, as per catheterization report. The hospital discharge summary reported: admitted with acute inferolateral st elevation mi; at discharge: status post inferolateral st elevation mi treated with tnk and placement of a stent in the left cx. The patient was discharged the next day on continuing dual antiplatelet therapy. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Thrombosis with mi (myocardial infarction) is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. Narrowing of the in-stent lumen and cessation of antiplatelet therapy in combination may lead to the formation of blood clot and thrombus formation. Thrombus formation decreases the amount of blood flow to the cardiac muscle inducing an mi. There is no evidence of manufacturing or design issues that contributed to the event. Dissections are a known potential adverse event associated with coronary stenting. The IFU cautions that implanting a stent may lead to a dissection of the vessel distal and/or proximal to the stented portion. Review of the information provided suggests that the event is related to the inherent risk of the procedure. There is no indication that there is a design or manufacturing related issue therefore no corrective action is required. Myocardial infarction is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instant restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2010-00201 and 3003742446-2013-00057.

Manufacturer narrative:
The adjudication minutes received agree with the previous diagnosis of myocardial infarction and coronary artery restenosis occurring approximately 33 months post index procedure. The adjudication minutes also agree that a late stent thrombosis occurred as defined by study protocol, related to the cypher stents. On (B)(6) 2010, she underwent the index procedure with placement of two overlapping study stents in the distal cx followed by post-stent balloon angioplasty. The second stent was placed to cover the edge dissection. On (B)(6) 2013, the patient presented with chest pain, 8/10 in severity causing difficulty taking a deep breath and associated with nausea and diaphoresis. Chest pain was of sudden onset with duration of one hour. After receiving asa, beta-blockers, ntg, and tnk therapy on (B)(6) 2013, there was gradual resolution of pain from 8/10 to 2-3/10. Per cardiology note on (B)(6) 2013, the patient had an st elevation mi with status post tnk therapy. The plan was to continue heparin, stop ntg, as there was no angina at that time, and to perform emergent coronary angiography in the morning. Repeat angiography on (B)(6) 2013 revealed a 70% ostial stenosis of the anomalous left cx originating from the right coronary cusp reported by the site. The angiographic core lab reported a 57% focal margin in-stent restenosis with no thrombus and timi 3 flow with a comment of target lesion revascularization. On the same date on (B)(6) 2013, the patient underwent successful treatment of the lesion in the ostial cx with placement of a drug-eluting stent, as per catheterization report. The hospital discharge summary reported: admitted with acute inferolateral st elevation mi; at discharge: status post inferolateral st elevation mi treated with tnk and placement of a stent in the left cx. The patient was discharged on (B)(6) 2013 on continuing dual antiplatelet therapy. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2010-00201 and 3003742446-2013-00057.